Manufacturer narrative:
The device was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies. It states that system failure, which can occur at any time due to random failure(s) of the components or the battery, is a known risk. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, can result in ineffective pain control and persistent pain at the ipg or lead site. Such risks are associated with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. D2b: additional pro code selection that applies to the indication of this device - <qrb>.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced as the implantable pulse generator (ipg) had reached the end of its service life, rendering it unresponsive. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained per account policy and will not be returned for analysis. Postoperatively, the patient indicated being satisfied with the level of pain control. Additional information was received stating that the scs ipg presented difficulties charging, and, in addition, the patient also considered alternative therapy options.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - qrb.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced as the implantable pulse generator (ipg) had reached the end of its service life, rendering it unresponsive. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained per account policy and will not be returned for analysis. Postoperatively, the patient indicated being satisfied with the level of pain control.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <qrb>.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced as the implantable pulse generator (ipg) had reached the end of its service life, rendering it unresponsive. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained per account policy and will not be returned for analysis. Postoperatively, the patient indicated being satisfied with the level of pain control. Additional information was received stating that the scs ipg presented difficulties charging, and, in addition, the patient also considered alternative therapy options.